Event description:
A hospital in (B)(6) reported via our distributor that there was a hole in the dryline of an rt105 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the dry line for the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: the visual inspection revealed that there was a hole in the dry line tube, 130mm away from the connector. A lot check revealed five other complaints of this type for lot 111114. Conclusion: we are unable to determine the cause of the hole on the dry line tube. Every half hour a dry line from production is pressure tested, if it fails, all production from that half hour period is set aside for further checking. It is possible the leak developed post production during transport or storage at the healthcare facility. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).